Event description:
It was reported that a pt underwent corrective surgery on (B)(6) 2010 for mesh erosion. At that time another mesh was implanted. The pt experienced uterovaginal prolapse, full incontinence of feces, and dyspareunia. No add'l info has been provided.

Manufacturer narrative:
(B)(4): dyspareunia, recurrent prolapse; fecal incontinence. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.